Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) 5 days post implant. A health care professional (hcp) requested boston scientific technical services (ts) send a copy of a remote device interrogation to the physician. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.